Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that customer received an a33 alarm on the pump when priming. Customer stated that the blood glucose was 323mg/dl. Troubleshooting was done. Advised customer that the pump would be replaced. No further information provided.